Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt connected at an inappropriate time during therapy. Baxter's technical svc ctr assisted the home pt in ending therapy. Per the svc order, the home pt was to compelte therapy by setting up with all new supplies. No pt injury or medical intervention was indicated at the time of the initial report.